Event description:
It was reported that the clinical engineering team reported that the erbe was showing the m-12 fault. The clinical engineering team disconnected the auxiliary pedals, but the problem continued. It was only resolved when an auxiliary cautery was used. There was no patient injury reported. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the event occurred before the procedure with a patient involved. The procedure was completed with the robotic system, using an auxiliary cautery. There was no patient harm and no delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed an adjustment so the customer could continue using the system. The fse also noted that the foot pedal would be replaced. An investigation is in progress to determine the cause of this reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the foot pedal.